Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring, broken battery tube threads and cracked case battery tube. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the battery compartment had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.